Manufacturer narrative:
(B)(4). Additional information: the el314 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. When testing for functionality, the clips would not hold due to the condition of the jaws. Possible causes for this condition may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device has maladjustment in intra surgical clips. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: were clips malformed? If not,what was issue with clips (please describe specific issue)? How was case completed?